Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-procedure device check, high out of range pacing lead impedance and high capture threshold were observed. The lead was capped and replaced during device upgrade procedure. The patient was stable throughout the procedure.